Event description:
It was reported that a lead integrity alert has triggered twice due to oversensing and non-sustained tachycardia. It was also reported that there was noise. The lead is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that a lead integrity alert has triggered twice due to oversensing and non-sustained tachycardia. It was also reported that there was noise. It was later reported that the right ventricular lead had an insulation breach and that the patient heard her device beeping due to the lead needing to be replaced. The lead was partially explanted, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression.